Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead dislodged. The lead was removed and replaced. Further information was requested however, was not provided.